Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens, -11.5 diopter, and the lens tore during injection into the eye. The lens was removed with no apparent injury. Another same model/diopter lens was implanted and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Corrected data: patients age at time of event (B)(6) years old is incorrect, correct patient's age is (B)(6) years old. Additional data: (B)(4). Only secondary surgical intervention, lens exchanged was reported. Device evaluation: product evaluation found that the lens was returned dry in the lens container. Visual inspection found lens optic torn/split, lens haptic torn/broken/bent/deformed, and there was foreign material on lens surface specified as dried, discolored material. Claim #(B)(4).